Event description:
The customer reported that there were vertical lines on the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). Evaluation of the returned product found that the sensor had a loose screw inside the panel. The screw was rolling loose on top of the ref board. The service engineer removed the screw and replaced the missing screws. He also replaced the worn screws on the back cable access cover. MFR cross-reference #: (B)(4).